Manufacturer narrative:
Results: evaluation of the returned product found the nurse call light turns off intermittently at the test fixture if the cable is wiggled and the nurse call receptacle is offset. The voice plays but has static sound. The battery springs have battery leakage residue and are corroded due to the leakage. There is battery leakage residue on the battery door. Note: the instructions for use state: do not use the posey keepsafe deluxe if the audible alarm does not sound. Take care when installing new batteries. The alarm will not work if batteries are installed improperly. Always install a completely new set of batteries when the chirping due to low battery power sound begins. Do not replace a single cell, but all cells in the alarm. Do not mix old and new batteries, or battery brands within a battery pack (4 batteries). Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm from use and send to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. When using a nurse call cable, ensure the nurse call cable is plugged in to both the alarm and the wall jack before leaving the patient unattended. Verify that an alert is received at the nursing station if the cable is unplugged from the wall jack. (B)(4).

Event description:
The customer reported that a patient got out of bed, the alarm did sound however, the nurse call did not alert the nurse station. The customer reported that the nurse call connector is loose and as a result the signal to the nurse's station is being sent intermittently. The customer replaced the nurse call cable with a new one. The customer did not provide a date when this event occurred. There was no patient injury reported.